Event description:
Reported they were "unable to fill pump for past 2 refills - unable to infuse greater than 12ml into pump." The patient was experiencing no adverse symptoms. The pump was expanted and replaced and returned to the manufacturer for analysis. The patient outcome was reported as "good."